Event description:
It was reported that the reporter's sister is having problems with her agile implant.

Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.